Event description:
Event details: customer states that they are using a 30ml and 50ml bd syringe and they are seeing an oily or fatty residue on the inside towards the tip of the syringe. They are unsure what it is or if it should even be there. They have been using it on patients for a clinical study and are unsure if it will cause any harm to the patients since they don't know what it is. Customer is unsure how many occurrences there are. Please verify if there is any color within the substance? Is it clear? No, the substance is clear.

Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Upon visual inspection, evidence of silicone was observed; however, it does not appear to be excessive. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2401034 confirmed that all values were within established limits. A comprehensive device history record (DHR) review for reported lot 2401034 was completed. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. In addition, six retained samples from the reported lot were evaluated. No visible silicone deposits were found, and silicone content testing confirmed that the samples met all required specifications. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Based on the photo evaluation, retained sample analysis, and device history review, bd did not observe any manufacturing issue with the product or lot reported. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.